Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no device returned.

Event description:
It was reported that the luer lock connection became undone. Reportedly, the contact did not know how it became undone, but believed the customer did not tighten the connection securely. Also, it was reported that there were air bubbles in the luer lock connection. The customer's blood glucose level was 411 mg/dl and it was addressed with a bolus via the pump. The luer lock connection was reconnected and the customer primed the tubing to remove air.